Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this pacemaker became symptomatic and presented to the emergency room with pacing at the maximum sensing rate. The rate response feature was programmed off and the sensing rate pacing stopped. A technical services consultant recommended leaving the rate response feature off or program it at conservative settings and ensure that autolifestyle is not programmed on. The consultant also recommended following the patient in 3 to 4 weeks.